Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a highest glucose reading greater than 400 mg/dl after a recent cartridge change, without observed infusion set leakage or kinking, and with no food intake reported at the time; during troubleshooting, glucose decreased to approximately 390¿394 mg/dl by device and fingerstick. Symptoms included hyperglycemia without loss of consciousness, dizziness, ketosis, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no need for assistance, no backup therapy use, and no steroid exposure. Investigation included remote troubleshooting and education, glucose confirmation by fingerstick, and follow-up attempts. Investigation of this case revealed no confirmed device malfunction or component failure and the cause of the elevated glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.